Event description:
It was reported that there was hair found in the internal part of the minicap transfer set before it was opened. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A review of all batch record documents was conducted for lot number h13e08031 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. During visual inspection it was noticed that hair was wrapped around the transfer set that was still in an unopened pouch. Upon completion of baxter's investigation, or if additional relevant information is received, a follow-up will be submitted.